Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed instances of the error followed by loss of power while running, and difficulty powering the unit back up. Functional testing involved a three-day battery test which showed higher than normal current draw causing the batteries to drain prematurely. The investigation determined that the high current draw from the motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information received a smiths medical cadd solis vip 2120 pump event log revealed system fault code 44 on four occasions. No patient adverse event reported.